Manufacturer narrative:
At this time no conclusions can be made. The information provided alleges that the patient underwent an additional surgery to explant the device however, no medical records were provided. A review of the manufacturing records was performed and found that the lot was manufactured to specification. Information is limited at this time. Should additional information be provided a supplemental emdr will be submitted. Note: the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned.

Event description:
The following was alleged by the patient's attorney: (B)(6) 2015: the patient underwent repair of an incisional hernia. It is alleged that a bard/davol ventralex st bard mesh, reference number 5950008, lot number huye1416 was implanted in the patient during this repair. On (B)(6) 2016: the patient underwent surgery to remove the failed bard/davol ventralex st bard mesh. It is alleged that the patient has experienced and/or continues to experience significant physical and mental pain and suffering, sustained permanent injury, undergone medical treatment and corrective surgery and hospitalizations.